Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2010, patient underwent a right total hip replacement. On (B)(6) 2023, patient underwent aspiration right hip due to right painful total hip arthroplasty. On (B)(6) 2023, the patient underwent a right total hip arthroplasty due to adverse metal reaction and elevated cobalt levels. The patient had increase fatigue and depression then developed tremors and eventually more pain. During operations, rusty colored fluid upon incision into the capsule along with necrotic rusty stained tissue on the inside of the capsule were found. Furthermore, a fair amount of bone loss was noted and bone was extremely thin and ridge could be palpated. It was also observed that there was corrosion occurring at the taper junction in the femoral neck. Doi: (B)(6) 2010 dor: (B)(6) 2023 affected site: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product code: 136504000 lot number: 3072099 manufacturing date: 31-jan-2015 expiry date: na quantity manufactured: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product code: 136504000 lot number: 3072099 manufacturing date: 31-jan-2015 expiry date: na quantity manufactured: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: b1 (is product problem) and d10. Corrected: h4.